Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was selected for implantation using a 09f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, it was noted that the device had deformed into a chalice shape. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy and replaced with a 30mm amplatzer multi- fenestrated septal occluder - cribriform. No patient consequences were reported. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Indication in the field indicated that 9f delivery system was used and there was no anatomical interference, angulation or kink in the delivery system. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Indication in the field indicated that 9f delivery system was used and there was no anatomical interference, angulation or kink in the delivery system. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was selected for implantation using a 09f amplatzer trevisio intravascular delivery system. During the procedure, during deployment, it was noted that the device had deformed into a chalice shape. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy and replaced with a 30mm amplatzer multi- fenestrated septal occluder - cribriform. No patient consequences were reported. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.